Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the customer was having site issues with their cleo® 90 infusion set and reported blood in the cannula. The infusion set was placed around the stomach region and was unable to find good sites on the body. High blood glucose had been reported related to the site issues. No permanent injury reported.

Event description:
It was further reported that after changing out his supplies and site, the blood glucose issues were fixed.